Event description:
The customer reported that a pt death occurred but that it was not related to the use of the philips monitor.

Manufacturer narrative:
(B)(4): the customer reported that a pt's death occurred but that it was not related to the use of the philips monitor. The customer claims that nbp measurements for this pt were surprisingly high for a pt in this condition. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.